Event description:
Initial report relates that a patient was seen by an eye doctor for a corneal infiltrate. A report from the treating facility relates a left eye 9:00 paracentral fluoro- negative corneal infiltrate. Treatment was described as treatment "with a stationary intensive cornea care." The patient was hospitalized for 3 days beginning (B)(6) 2014 which is assumed to be onset date. Diagnosis is "ba myopica" (believe to be myopia) and "ra corneal infiltrate." Appears that cultures were taken and results pending. Patient outcome is noted as unknown. Visual acuity is related as unresolved. Temporary contact lens rest was prescribed with date of return to lenses "to be decided." Additional medical information was requested but not received as of the date of this report. Unopened lenses were returned which were inspected with no defect found.

Manufacturer narrative:
Unopened sets of lenses with same lot returned and inspected. Actual lens (suspect) not returned. No defect found. The complaint is unconfirmed. The association between coopervision lenses and the incident is unconfirmed.